Event description:
A site rep reported that while in a spine case, it seems the images were compared and that the trajectory view shows the probe in the right position, but it does not show the probe. Without the view of the probe, there is no sense of what you are doing or where you are. There was no pt present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.